Event description:
Rn spiking etoposide chemotherapy. Rn spiked tubing. When etoposide was picked up to prime, spike fell out of equashield where alaris tubing spikes into equashield piece spiked by pharmacy. Etoposide then spilled out of bag, exposing staff. Manufacturer response for closed antineoplastic and hazardous drug reconstitution and transfer system, spike adaptor ez (per site reporter). Requested permission to come on site for additional staff education.